Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07516. It was reported that the patient presented for a regular follow up it was confirmed that there was a hole on the subcutaneous pocket. The infection for the location where the crt-p was implanted, and adjacent tissue was suspected. The physician told that the exact cause of the infection was not able to be identified. On (B)(6) 2020, all system of crt-p was attempted to be taken out from the patient due to the device infection. However strong resistance was felt when the left ventricular lead was attempted to be pulled out. The procedure was aborted and decided that the patient will be referred to a different facility. On (B)(6) the system was removed. The patient was stable.